Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was resistance in the proximal portion of the microcatheter during transfer of the solitaire ab stent into the microcatheter. The patient was undergoing surgery for treatment of an aneurysm and treatment of ischemic stroke of the middle cerebral artery. Intravenous tissue plasminogen activator (tpa) was not contraindicated. It was noted the patient's vessel tortuosity was moderate. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The patient was undergoing an aneurysm treatment procedure and a thrombectomy was necessary so the solitaire ab was used off label for thrombectomy. After the microcatheter was positioned, the stent was pushed into the microcatheter. When it reached the proximal end of the microcatheter, there was resistance and it could not be pushed forward. The microcatheter and the stent were removed from the patient. It was noted that the distal end of the stent was kinked so it was replaced with another medtronic stent and the surgery was completed with 1 pass of the device. Additional information was received. The patient was undergoing surgery for an aneurysm when a thrombotic event occurred, requiring a combined approach with thrombectomy. The solitaire ab stent, which was originally intended for aneurysm treatment, was first used for mechanical thrombectomy in response to the thrombus event. There were no issues during navigation of the microcatheter, and no kink or damage was observed on it. However, a kink was noted on the pushwire of the solitaire, specifically at the distal portion. The tip of the solitaire sheath was properly secured into the hub of the microcatheter. The cause of resistance could not be determined, and the exact cause of the kink remains uncertain. No patient symptoms or complications were associated with this event.